Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unknown bd microtainer tube experienced sample leakage during storage/transport. The customer stated, "it was reported the customer had has isses with the caps not closing properly resuting in spilled specimens in transit. This customer has had issues with the microtainer cap not closing properly resulting in spilled specimens in transit and patients to be re-drawn. They are using both map and ngmbt, and notice a big difference in the way the caps close and are unsatisfied with ngmbt. They do not feel this is a user error, but a design error¿.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unknown bd microtainer tube experienced sample leakage during storage/transport. The customer stated, "it was reported the customer had has issues with the caps not closing properly resulting in spilled specimens in transit. This customer has had issues with the microtainer cap not closing properly resulting in spilled specimens in transit and patients to be re-drawn. They are using both map and ngmbt, and notice a big difference in the way the caps close and are unsatisfied with ngmbt. They do not feel this is a user error, but a design error¿.